Event description:
(B)(4): during the procedure of cannulation, the cannula containing the mandrin is broken and the needle came out. The operator was stung by the needle (the left thumb).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to the MFR for investigation. A follow-up report will be provided after the inspection results are available. We have informed our MFR accordingly. Device history record was reviewed and there was no such defect encountered at in-process inspection and at final control inspection. (B)(4).